Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Event description:
First implantation. During testing leakage out of valve (still leaking when keeping the openings closed with fingers). Procedure finished with same like product.

Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did confirm the problem reported by the customer. The lot number was cpmbcj, serial number ptv637, product code 82-3164. -the position of the cam when valve was received was 120mmh2o. The valve was visually inspected, a tear in the silicone housing was noted, this could be due to a sharp or pointed object coming into contact with the silicone housing but this could not be determined. The valve was irrigated with purified water; no occlusion was noted. The valve was dried. The valve was leak tested according to test method tm-tm001 rev. Ae. The valve leaked at the tear in the silicone housing. The valve was tested for programming; the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 120mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: dried saline debris was found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The root cause for the problem reported by the customer could be due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut and tear resistance. The root cause of the problem found during investigation is due to dried saline debris found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.